Event description:
This lead was returned with oos documentation from biotronik representative. This lead became dislodged. The physician chose to replace this lead with a competitor's lead. There are no adverse events reported for this patient.